Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient with extreme lens epithelial cell growth (lecog). Additional information received from the surgeon and stated that, the patient experienced good visual acuity during the immediate post-op period, the va (visual acuity) dropped at two weeks post-op to 20/40, with the reported lecog covering the entire anterior surface of the iol. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm. Th patient symptoms were continuing and prognosis was worsening of the vision.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).